Event description:
Additional information received reported that impedances were still high at the follow-up visit, and the patient was scheduled for a revision. The revision was on (B)(6) and when the hcp opened the connection between the lead and the extension, he noticed the contacts were loose and appeared to come apart when pulled from extension. The hcp removed the lead and replaced it with a 39565-65 lead. The patient was tested and all impedances were good. The patient was getting very good stimulation coverage when programmed in the recovery room and it was reported that there was no injury or adverse event.

Event description:
It was reported that during a neurostimulator replacement intraoperative impedances were be normal, in the 500 to 1,500 ohm range. Postoperatively high impedances were seen and the patient wasn't feeling any stimulation at all. It was noted that the lead configuration was setup properly. At 3v impedances with the 0 contact as the reference were as follows: 0/1 4,451 ohms, 0/2 7,897 ohms, 0/3 >15 ,000 ohms, 0/8 >17,000 ohms, 0/9 >19,000 ohms, 0/10 >22,000 ohms, 0/11 >22,000 ohms. Impedances with the 1 contact as the reference were as follows: 0/1 4,451 ohms 1/2 6,587 ohms, 1/3 13,975 ohms, 1/8 11 ,327 ohms, 1/9 12,614 ohms, 1/10 16,068 ohms, 1/11 14,985 ohms. Impedances with the 8 contact as the reference were as follows: 0/8, 1/8, 2/8 and 3/8 were between 17,000 and 27,000 ohms, 8/9 7,250 ohms, 8/10 and 8/11 were between 12,000 and 14,632 ohms. It was noted that x-rays were done prior to revision and they were fine. It was later reported that the hcp wanted to wait a couple of weeks as he thought there could be fluid on the leads. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3998, lot # la4329, implanted: (B)(6) 2002, explanted: (B)(6) 2012, product type lead; product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708340, serial # (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).

Manufacturer narrative:
(B)(4).